Manufacturer narrative:
The insulin pump was received with intermittent esc button due to flattened dome switch. No unlocked lcd keypad connector. Device had cracked case at display window corners and display window, minor scratched display window and missing end capsticker.

Event description:
The customer reported via phone call that the esc button on the insulin pump is not working properly. The customer stated that it sticks, it is too sensitive and it clears the screen. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.